Manufacturer narrative:
(B)(4). A fuse scope was received for analysis. A visual evaluation was performed and found a moisture in the forward objective lens at r1 and f1 windows due to glue deterioration around the seal. No abnormal tightness in the angulation or control knobs were observed. The r1 and f1 windows were replaced to resolve the issue. The reported issue was confirmed. The cause of the reported issue was glue deterioration around the seal. Therefore, the most probable cause for this complaint is cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, water was found behind the lens, and the scope control was tight. Another fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.